Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient was lifting something heavy at work and felt zapping in their arms and neck. They switched to a different group and their stimulation was working well on group a. The issue was resolved. The patient was alive with no injury. No further complications were reported or anticipated.